Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 180 mg/dl. Reportedly, a pump reset was performed to address the event; however, the issue persisted and the customer reverted back to manual injections.